Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements resulting in a recorded code 1005. The lead was surgically abandoned and device was subsequently explanted. No additional adverse patient effects were reported.